Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe leaked. The following information was provided by the initial reporter: I would like to complain about the 50 ml. Syringes of b-d. We regularly notice that the syringes leak when liquids are drawn up. Additional information form the customer: did the user have contact with the substance that leaked? If so, was there any contact with mucous membranes (such as eyes, mouth or wounds)? Fluid is leaking along the pestle, so the preparer gets the fluid on her gloves. Did the treatment plan have to be adjusted as a result of this incident? (E.g. Due to the incorrect dose of the medicine that leaked) no, it happened during the preparation. I asked in ICU if they saw any leakage during administration, this was not the case. Did the leakage affect the administered dose of the medicine? No, see above. Did the defect lead to serious injury? No. Was there any medical intervention as a result of this incident? No. Would you confirm to us whether the samples you kept have been used? If so, what liquid was used with the syringes? Other actions that had to be taken? Medication prepared again.

Manufacturer narrative:
H.6. Investigation: two photos were provided for evaluation by our quality engineer. Upon visual inspection, a leakage past the stopper ribs was observed. There is no visible damage on the syringe or its components that could have contributed to the reported failure and the stopper appears to be properly assembled onto the plunger. A device history review was performed for reported lot 2007029, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stopper was properly assembled onto the plunger rod, and no leak was identified. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd plastipak" 50ml luer-lok syringe leaked. The following information was provided by the initial reporter: I would like to complain about the 50 ml. Syringes of b-d. We regularly notice that the syringes leak when liquids are drawn up. Additional information form the customer: did the user have contact with the substance that leaked? If so, was there any contact with mucous membranes (such as eyes, mouth or wounds)? Fluid is leaking along the pestle, so the preparer gets the fluid on her gloves. Did the treatment plan have to be adjusted as a result of this incident? (E.g. Due to the incorrect dose of the medicine that leaked) no, it happened during the preparation. I asked in ICU if they saw any leakage during administration, this was not the case. Did the leakage affect the administered dose of the medicine? No, see above. Did the defect lead to serious injury? No was there any medical intervention as a result of this incident? No would you confirm to us whether the samples you kept have been used? If so, what liquid was used with the syringes? Other actions that had to be taken? Medication prepared again.